Event description:
During baxter's functionality testing of a spectrum pump, it constantly displayed the upstream occlusion message. There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the constant upstream occlusion messages, which were confirmed during baxter's functionality testing, but were not reproduced during the eval. The constant upstream occlusion messages were found to be caused by low ultrasonic readings with a fluid filled set. Low ultrasonic readings make the device more sensitive and have known to contribute to false upstream occlusion alarms. The upstream sensor was replaced.